Event description:
Complainant alleged that during routine training/inservice by a zoll sales rep, the device displayed "pacer disabled" and "defib disabled" on power-up. When attempting to charge the device, a "defib fault 72" message is displayed. There was no pt involvement during the reported malfunction.